Event description:
It was reported when the device was used during a hernia procedure, the staples would not deliver. Another device was used to complete the case. There was no consequence to the patient.